Event description:
A report was received that the pt was experiencing tenderness around the implant site. The physician confirmed that it appeared the pt had an infection, as the pt was warm. During the examination, the physician poked the pt who then experienced tenderness traveling up the lead site. Fluid was drawn and the pt was given oral antibiotics. The pt is reportedly doing well.